Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient called for assistance with clearing an e11 (set not primed) error from her infusion device. She was able to clear the error and place the infusion device in the run mode. She stated that she had been disconnected from the infusion device for 50 minutes and her blood glucose was elevated to 215 mg/dl. She bolused 2.0 units of insulin to lower her blood glucose. Upon follow up the next day, the patient stated that at 1:00 am her blood glucose measured 355 mg/dl and at 5:51 am her blood glucose measured 49 mg/dl. She treated low blood glucose by eating glucose gel. She stated that at 6:00 am she noticed "a good sized air bubble" in the insulin cartridge. She stated that she would contact her trainer for assistance with removing the air bubble. The patient had a doctor's appointment at 9:00 am and he advised the patient that the erratic blood glucose values are caused by arthritis. No product will be returned for evaluation.